Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "error message" was confirmed. During service, the device's pre-repair diagnostic assessment noted "e5 error." If add'l info becomes available a supplemental report will be submitted.

Event description:
Report received from the USA stating that the device experienced an "error message." It is known that the device was being used during knee surgery. No user or pt injury or medical intervention occurred. The date of event is unk. There was no add'l info provided.